Manufacturer narrative:
E1: initial reporter facility name- (B)(6) specialists. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the verbatim: description of problem: lipid filter was clogged and resulted in occlusion of line. N.